Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va15tdm, product type: lead. Product ID: 3389s-40, lot# va15tdm, product type: lead .

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that there were intraoperative high impedances between the case and contact 2 measured at 3.0v that were out of range by 92 ohms. It was confirmed that this combination of electrodes were not used for therapy. It was then stated that the diagnostic methods included device interrogation and an impedance test that resulted in impedance values 200 ohms over the normal range on (B)(6) 2016. The etiology was unlikely related to the device/therapy and unlikely related to the implant procedure. It was stated that the event was resolved with out sequelae on (B)(6) 2016; no actions were taken. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the impedances were not in range (B)(6) 2016. Therapy was not initiated. It was unknown what actions were taken at this time. Medical history includes parkinson's disease and hypertension. Additional information received reported it was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention had occurred and the patient status was unknown. Additional information received two weeks from the original report date indicated the impedance in one pole was minimally over the normal range (200 ohms). No actions were needed and the therapy had been successful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was initially implanted on (B)(6) 2016. It was also noted that the impedances in one pole were minimally over the normal range; 200 ohms were noted. It was then reported that according to the engineer, no actions was needed, and therapy has been successful, to date. No further complications were reported/anticipated.

Event description:
Additional information received reported there was high impedance. No actions were taken and the event was unresolved with no further actions planned. It was noted that the event was related to the device or therapy but not the implant procedure.